Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient went to the emergency room reporting lead migration and protrusion, as well as difficulty swallowing. The patient also experienced vomiting. Per the ER assessment, there were no physiological causes contributing to the vomiting and dysphagia. The vns was disabled due to these issues, and the patient has been referred to a surgeon to address these issues. No additional relevant information has been received to date. No known relevant surgical intervention has occurred to date.

Manufacturer narrative:
(B)(4), corrected data: initial report inadvertently did not include code ¿(B)(4)¿ for the reported pain in the throat.

Event description:
It was reported that per the physician the reported lead migration and protrusion, vomiting, dysphagia, and burning sensation in the throat are all unrelated to the vns, and the physician decided to program the vns back on. No surgery is planned due to these issues. No additional relevant information has been received to date.